Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation. Reprogramming attempts did not resolve the issue. Diagnostics found that both leads had impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 where leads were replaced to address the issue.

Manufacturer narrative:
Correction: h6 medical device problem code - 2950 impedance problem